Manufacturer narrative:
Service technician checked of vu and ip panel. Only a few drops on the sheet metal cover of the ip panel. The device was in operation for a week until today. Error 9957 occurred again during ventilation. Ventilation continued but the device could not be controlled. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: tf 9957. Disinfection flowed into the ip panel. It sprayed on the left side and back cover of the ip panel.

Event description:
Hamilton medical ag received the following incident description: tf 9957 disinfection flowed into the ip panel. It sprayed on the left side and back cover of the ip panel.

Manufacturer narrative:
Hamilton medical ag received the log files of the device and analyzed. According to log files, on the incident day at 16:49:39, the unit was switched to standby. During standby, 1x technical fault (tf) 9957 occurred at 17:37:01, the unit was switched off ("power-off") at 17:38:11. Tf 9957 means "trend ip task does not exist anymore or has reacted too late". It indicates a failure of the interaction panel (ip) process that something was wrong with the data communication on the ip. The ip esm is mainly responsible for this data communication and processing. The panel no longer responded to user input, i.e. Interaction via touch screen, interaction via panel keys or interaction via press and turn knob no longer worked. These interactions are forwarded from the ip motherboard to the ip esm and processed there. Since, as described by the technician in the complaint, disinfectant fluid had penetrated the interaction panel and residues were visible on the rear metal shield of the ip motherboard, this seems to have been the cause of the tf. The hamilton-g5 sn (B)(6) was shipped at 25.05.2007. Since then the ip motherboard was not replaced. The ip motherboard pn 159204 was nearly 16 years old when it failed the first time during use. The partner technician confirmed that after replacement of defective ip motherboard pn 159204 the problem has been solved. The ventilator passed all specified tests and is back in use. No technical errors have occurred since then.